Event description:
The pt reported pain at the ipg site. The physician found a small hole over the implant site that had discharge. The physician opened the pt's pocket site and found an infection inside the pocket site. The physician decided to explant the entire system from the pt. The pt was given antibiotics and is doing well following the explant.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.